Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the reported issue was reproduced when the equipment was inspected at the repair section. The investigation also found flooding of the main body and image optical axis misalignment a definitive root cause cannot be identified. A device history review revealed [findings/no issues that could have caused or contributed to the reported issue]. This issue is addressed in the instructions for use (IFU): 4.1 precautions (warning) ¿ if the endoscopic image or function is abnormal and returns to normal spontaneously, the device may have already malfunctioned. Continued use of the endoscope may cause the abnormality to reoccur and the device may not return to normal. In this case, discontinue use immediately and slowly pull out the endoscope from the patient. Continued use of such a device may cause injury to the patient, bleeding, or perforation. ¿ if for some reason the endoscopic image disappears during endoscopy, the endoscopic image does not return from the frozen state, or the focus cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare device available for avoiding interruption of the procedure. 4.3 endoscope image positioning (warning) ¿ when rotating the endoscope, make sure that the eyepiece is not loose. A loose eyepiece may cause the endoscope to rattle or fall. [Section where IFU applicable for phenomenon (2)] handling and general precautions (caution) ¿do not strike or drop the device. Do not drop or bump the device. Water leakage may cause damage to the internal circuitry of the device. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the upper part of the image was cut off while using the autoclavable camera head. There were no reports of patient harm.

Event description:
The customer reported to olympus, the upper part of the image was cut off while using the autoclavable camera head. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.